Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of ventricular tachycardia (vt) resulting in a delay of therapy to be delivered. Further evaluation is expected at a future date. This device remains in service. No adverse patient effects were reported.